Event description:
A report was received that the patient is experiencing pressure in her legs and was hospitalized. The patient's stimulation was turned on for the first time since being implanted and reduced pain significantly in lower back and right side and right leg. The patient was kept in the hospital for observation.